Manufacturer narrative:
Visual analysis of the returned device found the side car-rx and the handle have residues solidified. Moreover, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the device presented side car-rx pushback. It is the most likely that during preparation the device could have been manipulated, since side car pushback is an issue that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Based on the information available, it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failures noted. Therefore the most probable root cause is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during preparation, the side car-rx (guidewire port) was pushback upon advancing the trapezoid basket over the guidewire. Another trapezoid rx basket was used to completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a removal of biliary stone procedure performed on (B)(6) 2016. According to the complainant, during preparation, the side car-rx (guidewire port) was pushback upon advancing the trapezoid basket over the guidewire. Another trapezoid¿ rx basket was used to completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."